Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they were seen by their dentist who expressed serious concerns about the byte aligners. They have advised against continuing with byte aligners and have strongly recommended comprehensive realignment with a licensed orthodontist. Their dentist is unwilling to provided dental records or a formal letter for byte at this time, citing the ongoing legal issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.